Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was overdischarged due to patient compliance. The patient doesn't use the device regularly and the battery has not been holding a charge as well as it had in the past. An antenna locate was performed to jumpstart the battery. The battery was charged to full and the power on reset (por) was cleared. Impedances were over 10,000 on electrodes 0, 1, 3, 4, 6, and 7. Those electrodes were not being used in programming and the hcp said they would replace the battery with a newer model in april. No further complications were reported.